Event description:
It was reported that device went into back up vvi safety mode during implantation procedure. New firmware was downloaded and device was successfully restored and programmed.

Manufacturer narrative:
UDI (di): (B)(4).